Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while reaming the patient's femoral head, the reamer was not advancing due to the patients hard bone so more force was placed on the reamer and the tip fractured. No additional information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; visual examination of the returned product identified the item is fractured and the tip has not been returned, the item exhibits wear marks. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.